Event description:
This is a case report received by baxter (B)(4) from the customer. The customer reported 1 (one) bag of accusol had a leak. She would guess that they had approx. 500 ml solution in the overpouch. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. The location of the leak was undetermined as the unit burst during the leak analysis. The root cause was undetermined. A review of the batch file was found to be acceptable. Baxter conducted a trend review and found that similar reports have been received. Baxter will continue to monitor similar reports to determine if further actions are required.